Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00496, 0001825034 - 2018 - 00497, 0001825034 - 2018 - 00498. Additional concomitant medical products: unknown part/lot; femoral head, acetabular cup, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address unknown reasons on an unknown date. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.